Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are: product ID 977c265 lot# serial# (B)(4), implanted: explanted: product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the cause of the impedance issue was not determined and the lead was replaced. The patient was noted as being overweight. The old lead was not saved. The patient's issues were resolved- they had normal impedances and their therapy was going well. No further complications reported.

Manufacturer narrative:
Other applicable components are: product ID: 977c165, serial# unknown, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that when the representative ran connectivity, 4 of the electrodes on a new lead were out. The healthcare provider (hcp) pulled the lead out and put another in and even more electrodes were out. 8-15 showed a red "x". The hcp wiped/reinserted the leads multiple times. When impedances were run using a wens it showed electrodes 0-4 as greater than 40,000 ohms and 8-15 with the red "x". The representative ran the stimulator but the impedances didn't change. The hcp wanted to close up the patient and the representative noted that they changed up the electrode reference- the impedances changed a little and 0-5 and 12-15 were red and 6-11 were green. No symptoms or further complications reported.

Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# unknown, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the patient still had impedance issues on 1-6 and 12-14; some of the contacts were orange and some were red. The "check connectivity" showed electrodes 0-7 and 12-15 with the red x. The patient felt stimulation using electrode 8-11. No further complications reported.